Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the lead was attempted to be implanted but not used. After repeated repositioning of the lead, the passive lead continued to dislodge. The lead was removed and an active fixation was used to implant. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was attempted to be implanted but not used. After repeated repositioning of the lead, the passive lead continued to dislodge. The lead was removed and an active fixation was used to implant. No patient complications have been reported as a result of this event.